Manufacturer narrative:
A ge svc rep checked the connection of the pcb in the workstation. Image processor, video control pcb, display adapter pcb. The monitor displayed as intended.

Event description:
The customer reported that the monitor did not display an image. No pt injury was reported.